Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-feb-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said therapy stopped working last year; the event was considered a sudden change in therapy/symptoms. Caller said the patient had x-rays and was told two of the electrodes were not longer working. No further patient complications have been reported as a result of this event.